Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Laboratory analysis summary: the device related to the reported events deflation was received on january 10, 2025 with lot number 2107816. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed 2 openings assessed as surgical damage, observed an opening assessed as fold flaw opening and observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.